Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg would not communicate with external devices and ipg was deemed to be inoperable. As a result, patient is awaiting surgical intervention to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient had the ipg replaced with a new one. Postoperatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.